Event description:
It was reported that a patient felt full during an unknown stage of peritoneal dialysis therapy on the homechoice pro. The patient¿s fill volume was 1500ml. The patient performed a manual drain and drained 3600ml. A swap of the device was initiated and the patient was advised to use manual exchanges until the new machine arrived. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further investigation. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. The pneumatic system was analyzed and all pressures were correct and stable. A short simulated therapy was successfully performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. However, it was reported that the patient does a midday fill of 1500ml and the initial drain alarm (ida) was set to 0ml. A manual drain off-cycler would not be able to be verified in the logs nor duplicated during the sample analysis; thus, the direct cause of the problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.